Event description:
The customer reported that the device intermittently failed to power up.

Manufacturer narrative:
The customer reported that the device intermittently failed to power up. The device was evaluated locally. The symptom was verified. The energy select switch was replaced to resolve the issue.